Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  it was reported that the patient (patient) had a 'coupling issues' error. Patient reported having trouble charging their device. Patient clarified they are getting a "whole bunch of error messages" before they are finally able to connect to charge and then reported they lose connection charging. Patient stated today they got an error code that was red and they have got a yellow error code before but could not recall any further details regarding error code. Patient stated it's been like this the entire time they have tried to charge except for the first time they charged with rep at first appt. Patient stated at that appt. They put recharger in back jean pocket and connected right away to charge with no problems. Patient stated they were charging with good connection initially on call with use of belt but stated they keep losing connection. Patient stated they were up moving around baking during call. Patient stated they usually can't maintain connection with belt so patient usually lays in bed to charge their ins. Patient stated it takes forever to connect with their ins. Patient stated ins battery level was at 10%, good connection but stated battery percentage has been at 10% for 20 minutes. Patient stated their therapy was off. Patient mentioned none of their symptoms have returned. Reviewed battery percentage related to therapy turning off. Patient then stated they lost connection charging without moving recharger. Patient confirmed belt was tight around waist. Patient stated their ins is located more around their hips than their waist. Patient clarified ins is located at top, roundest part of buttock area. Patient confirmed can feel ins when palpating skin and stated bullseye is directly over ins. Patient described feeling of ins as a "pecan". Patient stated they usually can't use the belt and they have to lay in bed to charge in sitting position. Patient was trying to charge over clothing (cotton pajama pants) during call. Reviewed best practices for placement of recharger on ins. Reviewed to charge over clothing. Patient repositioned recharger with use of belt and confirmed connected right away with excellent connection. Patient stated ins battery level increased to 30% during call. Patient stated they think recharger was positioned above ins when connected to charge. Patient will continue charging ins fully and will turn back on therapy once charging is complete. Patient reported feeling discomfort when charging since they started charging their ins and inq uired if this is normal. Patient described the discomfort like "energy" that travels from patient's ins to the bottom of their foot. Patient stated they feel this most intensely in lower back near ins site. Patient mentioned they charge their ins once per month and stated they let their ins die once and all their symptoms came back when ins depleted. Patient confirmed recharger is completely covered with clothing in between skin when charging. Patient reported one time they charged directly on their skin and patient got a shock. Recommended patient charge over clothing or add another layer of clothing when charging. Recommended patient discontinue charging if discomfort does not subside. Reviewed recharging warmth/speed. Patient was charging at fastest speed. Patient decreased charging speed to lowest setting (1) and will monitor charging comfort. Patient clarified the energy they are feeling could be warmth but stated they have so much nerve damage they may be perceiving the sensation as an "ache" or a "different sensation". Patient will continue charging ins and will call back if needing further assistance charging. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history. This included patient stated they have had "so many medical things happen" (no indication related to medtronic device/therapy).